Event description:
Procedure type: roux-en-y. According to the reporter: after applying the device a tear at the anastomosis was seen. The surgeon tried to repair it by manual suturing but ended up utilizing another instrument of the same type to complete the procedure. It was reported that the tissue the devices were applied on was fragile. No delay to operating time, no extended incision, and no bleeding occurred as a result. The patient is currently under observation. No patient details were disclosed.